Event description:
Follow up.

Manufacturer narrative:
The device is indicated as unavailable for evaluation. However, a photographic image was provided. Once the investigation is completed, a follow-up report will be provided.

Event description:
¿We had an issue yesterday with one of the 28 g 1.2 fr splittable needle introducers in the PICC line kit. The plastic actually broke in two instead of splitting. The nnp had to pull the PICC line because he could not advance the PICC. Patient was a twenty-five ¿weaker¿ where they tried several times to get a PICC in and the introducer broke¿.